Event description:
The customer reported the system displayed a precharge voltage error message at boot up. This error message will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The batteries and the battery charger board were replaced. The system was then found to be operating as intended.